Event description:
It was reported that device entrapment occurred. The severely tortuous and severely calcified lesion was located in the circumflex artery (cx). A rotapro 1.25mm and rotawire drive were selected for use. Set rotational speed was set to 180,000 rmp and the maximum rotational speed was 180,000 rmp. During insertion while inside the patient body the rotapro 1.25mm and rotawire drive became entrapped with each other. Both devices were removed together as one unit. The procedure was completed with a different device. No patient complications were reported.